Event description:
It was reported that the orientation on the patient¿s device was not correct. When the patient was sitting it said ¿lying left¿. The patient noticed the issue about 2 months prior to the report. The patient¿s implantable neurostimulator (ins) pocket had a little bit of movement but was pretty good. The representative thought that perhaps the orientation had changed over time. The device was reprogrammed and reoriented. The patient was happy with the settings when they left the doctor¿s office.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).